Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a procedure the monopolar return electrode cable was reading high impedance, which caused a one hour delay. It was reported that the patient was sedated when the reported event occurred. It was reported that the procedure was completed successfully utilizing back-up equipment. No medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure the monopolar return electrode cable was reading high impedance, which caused a one hour delay. It was reported that the patient was sedated when the reported event occurred. It was reported that the procedure was completed successfully utilizing back-up equipment. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the internal wires close to the lemo assembly were found to be damaged.